Manufacturer narrative:
(B)(4). The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This is filed to report the single leaflet device attachment (slda). It was reported that on (B)(6) 2017, the patient, with degenerative mitral regurgitation (mr), underwent a mitraclip procedure, with implantation of two clips. One clip was implanted at the medial leaflet. The mr was reduced from grade 4 to grade 2. Two days post procedure, on (B)(6) 2017, an echocardiogram was performed and noted that the medial clip had detached from the posterior leaflet and remained attached to the anterior leaflet (slda). The mr had increased to grade 4; however, no tissue damage was noted. The patient denied treatment at that time. At a later date, the patient presented to another hospital, with the dictated report documenting the clip detachment. No additional treatment is scheduled. No additional information was provided.

Manufacturer narrative:
(B)(4). The expiration of manufacture dates are reported as unknown, because it could not be confirmed which of two clips experienced the slda; therefore, the information is reported as follows: part/lot: cds0501/61026u223; date of manufacture: 10/2016; expiration date: 10/27/2017. Part/lot: cds0501/70124u182; date of manufacture: 01/2017; expiration date: 01/24/2018. The device was not returned for analysis. A review of the complaint history did not indicate a lot-specific quality issue. The reported patient effect of worsening mitral regurgitation (mr), as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. All available information was investigated and a definitive cause for the single leaflet device attachment (slda) could not be determined. The recurrent mr appears to be related to the slda. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacturing or labeling of the device.